Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 co2-port (nonreturn valve) was not leakproof. No co2 atmosphere could build on the prepared leg. The customer opened a new kit to complete the procedure. There were no pt effects. Product was discarded.